Event description:
Reporter reported leakage through the cuff was found after unknown amount of time in use. The product was checked before use. Event occurred at the hosp in other country.

Manufacturer narrative:
Results evaluation: investigation: evaluation of the returned complaint sample confirmed the customer observation of leakage from the cuff. The source of the leakage was identified as two tears of approximately 10.0mm and 4.0mm. A review of our complaints history confirmed this to be the first complaint of this nature for this product lot number. Though there have been complaints for cuff deflation in use, on this product code during the past five years, there are historical and do not indicate a systematic failure during manufacture, especially when compared with sales of over 110,000 products annually. A further review of manufacturing records confirmed the presence of an inflation check carried out on 100% of this product line prior to packaging. Root cause: it is stated that the product was testing prior to use and became deflated following intubation; as such the damage found cannot be the result of a manufacturing fault. We feel the most likely cause for this incident is that the cuff became scratched either during intubation, or following inflation of the cuff. Though these products are designed to be as robust as functionally possible, puncture of the tube cuff on the patient's anatomy can be experienced and is an inherent risk when using any tracheal product. This report has been logged for trending.